Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 3 fr powerpicc sv catheter and two photos were returned for evaluation. The photo samples corresponded with the returned physical sample. Residues and evidence of use were present through the device. The catheter was trimmed at the 31 cm depth marker. A partial break in the proximal end of the purple hub extension tubing was present. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. Based on the condition of the returned sample, possible contributing factors include material fatigue caused by repeated kinking of the hub and damage during handling. Since a partial split was observed to be present in the extension tubing, the complaint is confirmed; however, the exact contributing factors remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported vat was called urgently to assess leaking PICC. Noted hole in the "pigtail" portion of the PICC, close to the hard plastic piece that connects to the needleless connector. Underwent at least 10 additional sticks until new PICC was placed between IV access and lab draws. Device was placed 3cm below the knee, and neonatal griplock was used to secure. Patient was being treated for s/p enteroplasty and redo ileocolic anastomosis, and has a history of omphaloceale with jejunal atresia. Infusing: d5 77 ns 77 acetate at 5 cc hr, hep flush 5/28 18:57. (Last 7 days reviewed) cefepime 40mg q 8 last dose 5/26 21:58, vancomycin 160 mg q 6 last dose 5/26 18:19, tpa 5/26 23:36 by vat. Line flushed but did not have blood return only one dose needed.

Event description:
It was reported vat was called urgently to assess leaking PICC. Noted hole in the "pigtail" portion of the PICC, close to the hard plastic piece that connects to the needleless connector. Underwent at least 10 additional sticks until new PICC was placed between IV access and lab draws. Device was placed 3cm below the knee, and neonatal griplock was used to secure. Patient was being treated for s/p enteroplasty and redo ileocolic anastomosis, and has a history of omphaloceale with jejunal atresia. Infusing: d5 77 ns 77 acetate at 5 cc hr, hep flush (B)(6) 18:57 (last 7 days reviewed) cefepime 40mg q 8 last dose (B)(6) 21:58, vancomycin 160 mg q 6 last dose (B)(6) 18:19, tpa (B)(6) 23:36 by vat. Line flushed but did not have blood return only one dose needed

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.